Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion in the air and water supply nozzles. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: the air and water supply nozzles are corroded due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.